Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal left circumflex (lcx) artery. After pre-dilatation with a 1.5mm balloon catheter, a 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross he lesion. During removal, it was noted that the stent got lifted up. After several balloon dilatation, a non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.